Event description:
It was reported that during a supply change using an inset 6 mm, 23 inch infusion set, the user pulled on the tubing and the site detached from the inserter, after which customer care guided a full site and supply change and insulin delivery was resumed; this reflects an improper or incorrect procedure involving the infusion set component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the infusion set handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.